Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type lead. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had not used or charged their system in over a year, as they were not getting the coverage they wanted. The factors leading to the issue were unknown,. The patient was referred to an healthcare provider (hcp) for a revision/replacement to get better back and leg coverage as well as MRI compatible components. No further complications were reported or anticipated. No device allegations were reported.